Manufacturer narrative:
Reference number: (B)(4). Catalog number 062918-001 is the international list number which meets the requirements of the similar product listed is the us list number. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal obstruction is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient underwent surgery to remove part of the large intestine because of obstruction and a necrotizing process. The surgeon reported to the son by that "the intestine rotated around the duodopa tubing", the patient was recovering in intensive care.